Event description:
It was reported that the sleeve detached. A 12mm wolf venous thrombectomy catheter was selected for use is the distal femoral vein. The 12mm wolf venous catheter was successfully advanced through the wolf sheath. However, the funnel on the wolf venous catheter could not deploy as it was too large. The wolf venous catheter and sheath were successfully removed and exchanged for new devices. An 8mm wolf venous thrombectomy catheter was advanced to the target lesion and successfully used. As the thrombectomy procedure progressed into larger venous anatomy (proximal femoral artery), it was determined a larger wolf venous catheter was required. A 12mm wolf venous catheter was then advanced to the proximal femoral vein, however, it was observed that the catheter was too large as well. During removal of the wolf venous catheter into the wolf sheath, the 12mm funnel sleeve detached. The 12mm funnel wolf catheter, sleeve and wolf sheath were all able to be removed from the patient easily with no harm to the patient.

Event description:
It was reported that the sleeve detached. A 12mm wolf venous thrombectomy catheter was selected for use is the distal femoral vein. The 12mm wolf venous catheter was successfully advanced through the wolf sheath. However, the funnel on the wolf venous catheter could not deploy as it was too large. The wolf venous catheter and sheath were successfully removed and exchanged for new devices. An 8mm wolf venous thrombectomy catheter was advanced to the target lesion and successfully used. As the thrombectomy procedure progressed into larger venous anatomy (proximal femoral artery), it was determined a larger wolf venous catheter was required. A 12mm wolf venous catheter was then advanced to the proximal femoral vein, however, it was observed that the catheter was too large as well. During removal of the wolf venous catheter into the wolf sheath, the 12mm funnel sleeve detached. The 12mm funnel wolf catheter, sleeve and wolf sheath were all able to be removed from the patient easily with no harm to the patient.

Manufacturer narrative:
Device eval by MFR: the catheter was returned within the sheath, and the funnel was deployed within the sleeve. The sleeve was able to be removed from the catheter, and the catheter was removed from the sheath for decontamination. The wolf catheter was examined for visual abnormalities. It was found that the sleeve was damaged and detached approximately 33cm between the distal end of the devortex shaft and the proximal end of the sleeve. It was also found that the marker band coating approximately 68cm from the strain relief was flaking off of the catheter. There were no visual abnormalities noted to the sheath. The wolf catheter was reloaded with a new sleeve and inserted into the returned sheath. The catheter funnel was able to be deployed out of the end of the sheath and a successful sleeve pull was performed.